Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that noise due to electro-magnetic interference (emi) was noted on recorded intervals on the right ventricular lead. The noise was unable to be reproduced with isometrics, nor pocket manipulation and the lead remains in use. No patient complications have been reported as a result of this event.